Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device experienced an air-in-line alarm during upstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the found the fluid numbers high unable to calibrate. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experience an air-in-line alarm during upstream occlusion testing. No additional information is available.